Event description:
The pt (B)(6) is undergoing a trial with a percutaneous lead. It was reported the pt was receiving more stimulation in the right leg than in the left. An x-ray was taken which revealed the pt's lead had migrated. Surgical intervention was undertaken to address this issue. During the procedure, the physician reported difficulty repositioning the lead due to the presence of excess tissue. Several attempts were reportedly needed before achieving successful placement. Once repositioned, the physician experienced difficulty removing the stylet from the lead. The stylet was eventually extracted; however, fearing damage which may have occurred due to its removal, the physician elected to explant the repositioned lead and replace it with a new device. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.